Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a missing battery and broken top housing. No evidence of the customer reported issue was found during a review of the event history log. During the functional testing, the reported problem was unable to be duplicated. No root cause was able to be found. No action was taken as customer approval had not yet been received for the repair estimate.